Event description:
Customer reported that one of their ER staff member experience an issue with the 1ml exel syringes. While giving an injection into an IV catheter, the needle broke off in the t-port. The patient was a fractious cat with an IV catheter and port in place, was moving his leg a lot. The needle did not bend, it just broke apart from the hub, the broken needle was retrieved from the t-port, with no harm to the cat (patient).

Manufacturer narrative:
(B)(4). The complainant provided a basic description of the product: 1ml exel syringe, along with general information. The patient was afractious cat with an IV catheter and port in place. The patient was moving his leg a lot, the needle did not bend, it broke from the hub. This complaint could not be investigated due to lack of essential information. The complainant did not provide crucial information such as the product number and the corresponding lot number, despite multiple attempts to requests this information. These details are necessary to trace manufacturing or production records and to conduct a root cause analysis. Without them, the scope of the investigation is quite limited. Therefore, we are unable to proceed with a thorough investigation of this complaint. As a result, this complaint will be closed and an the root cause remains unconfirmed. The patient in this incident is a cat in a veterinary hospital setting. However, due to the lack of specific product information, it is also likely possible that the product may be applicable for human use.